Event description:
During patient use, customer reported that the autopulse platform (serial #(B)(4)) displayed user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) error message. The customer was unable to clear the advisory and immediately performed manual CPR. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) error message was confirmed during power-on-self-test check but could not be verified in the archive data, the platform's archive was corrupted, no data log file was recorded. During power-on-self-test check, the load sensing system has detected a weight/load imbalance between the two load cells. However, the load cell characterization test result indicated both load cell modules are functioning within the specification. The probable root cause of ua07 error message was likely due to the patient not being oriented on the autopulse platform correctly or the patient having shifted during compression or take-up. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient/manikin is out of position or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua. Upon visual inspection, no physical damage on the autopulse platform was observed. The autopulse platform failed the initial functional testing due to fault code 16 (timeout moving to take-up position) error message, unrelated to the reported complaint. There was no brake activation upon powering on. The root cause of fault code 16 error was due to a rusted/corroded drive train motor at the brake housing area. The brake assembly was seized from corrosion. To remedy the error message, isopropyl alcohol (ipa) need to be used to cleaned and removed the corrosion at the brake housing area. Waiting on customer's approval for service repair.